Manufacturer narrative:
The following fields have been updated with additional information date received by manufacturer: 13 -june-2025. After further evaluation of the complaint, it has been determined that the previously submitted MFR report #:2243072-2025-00696 was submitted in error; the product associated with the serious injury was not bd product. This MDR is now void.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the nurses noticed the needles are flimsy and an inferior product compares to what they have ordered in the past resulting in two needle stick injuries when using them. No other information reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the nurses noticed the needles are flimsy and an inferior product compares to what they have ordered in the past resulting in two needle stick injuries when using them. No other information reported.